Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant of this right atrial (ra) lead upon checking the lead before insertion, the helix extended at the fifth turn and also retracted. After attempting to insert the lead into the heart, the helix did not extend and the lead dislodged after twenty rotations. The physician checked this ra lead once again and noted that after eighteen turns the helix extended but the lead was curved but five turns resulted in a straight lead. Different stylets were also used, and after several attempts this lead was fixated into the heart. The helix was visible on x-ray and parameters were normal. The device was then connected and the parameters were once again checked which showed out of range pace impedance measurements. The ra lead was disconnected and tested with a pacing system analyzer (psa) which showed unstable pace impedance measurements. The lead helix was then attempted to be retracted but it was not possible. A new lead was used. This lead was surgically abandoned. No adverse patient effects were reported.